Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds. It was also reported that the rv lead exhibited rising and high impedance, triggering a warning. It was also reported that the rv lead exhibited a polarity switch. Rv lead mineralisation was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.